Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the left l5 pedicle screw was being replaced. The patient's bone was noted to be sclerotic and the tip of the screw driver broke off into the t25 socket of the screw. The doctor directly visualized that the driver tip was in the head of the screw and stated that they would not be removing the screw. Instead, they opted to proceed with the procedure as planned. A navigated screw driver was used to complete the procedure. The procedure was delayed by less than one hour and there was no impact on patient outcome.